Event description:
Reportedly, the physician observed during the f/u, a warning related to suspected abnormal ventricular lead impedance measured on (B)(6) 2011. However, all the f/u tests were normal. The physician asked for an analysis of the reported event.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.